Manufacturer narrative:
The evaluation noted that the revision was likely the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to polyethylene wear of the acetabular liner. However, this cannot be confirmed as the explanted devices were not available for evaluation and no other information was provided.

Manufacturer narrative:
Pending evaluation. No information provided in the following section(s): (serial number, exp date).

Event description:
While visiting this site's lab to take some pictures of the previously reported liners, to help enhance our documentation of these previously reported complaints. Upon further investigation, this event was found to be not logged as all others were males this case is a female. The revision this liner was involved in was for wear. No other information is available at this time.